Event description:
It was reported that the customer was having a problem with red rubber intermittent catheters for the last two years. Sometimes catheter came with powder in them, and in the last six months it was gotten progressively worse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. No physical sample was returned, however, two photo samples were submitted by the customer. Two red rubber all-purpose catheters were pictured, white powdery substance was noted to be present within one of the packages. The powdery substance was confirmed to be snow floss, which is out of specifications. A potential root cause for this event could be, "operator error / mechanical failure". No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer was having a problem with red rubber intermittent catheters for the last two years. Sometimes catheter came with powder in them, and in the last six months it was gotten progressively worse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having a problem with red rubber intermittent catheters for the last two years. Sometimes catheter came with powder in them, and in the last six months it was gotten progressively worse.